Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the syringe. No serious injury or medical intervention was reported. Verbatim: "material no: 309628 batch no: 5075578. It was reported that a white foreign body was found in the syringe. Event description per customer's email states, "on (B)(6) 2019, the reporter contacted regeneron medical information via phone to request replacement of 1 vial of eylea because there was a white foreign body in the syringe. The reporter denied any adverse events or missed doses due to this event." "Sample has been returned to regeneron qa and reviewed. Please see image 3 below."

Manufacturer narrative:
Investigation: one photo and one loose 1ml syringe was received and evaluated. It was observed in the photo and the physical sample there was a loose, white foreign matter particle in the fluid path. It appears to be the plastic tip of a plunger rod and is larger than level 2 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the assembly process.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the syringe. No serious injury or medical intervention was reported. Verbatim: "material no: 309628 batch no: 5075578 it was reported that a white foreign body was found in the syringe. Event description per customer's email states, "on 01-feb-2019, the reporter contacted regeneron medical information via phone to request replacement of 1 vial of eylea because there was a white foreign body in the syringe. The reporter denied any adverse events or missed doses due to this event." "Sample has been returned to regeneron qa and reviewed. Please see image 3 below.""